Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator had a damaged liquid crystal display screen. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator had a damaged liquid crystal display screen. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the liquid crystal display (lcd) was damaged. Analysis found missing segments in the lower display, "bleeding" on the upper display and that a gasket was obstructing the view of the display. Analysis also found that the main printed circuit board was out of specification electrically and that the unit failed battery removal amplitude and the device shut off when the battery was removed, the upper and lower cases broken and contaminated, side bail covers, side bails, ring cover and ring were missing, the battery contacts were compressed, the keyboard had cosmetic damage (it was scratched), the unit needed a lcd screw and battery drawer o-ring. It was further noted that due to extensive damage, the generator was being returned to the customer unrepaired. (B)(4).